Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of a inicent where territory manager reported an unsuccessful removal attempt of sensor on 18-nov-2025. The sensor was located in the left arm, and an incision was made in an attempt to remove the sensor. At the time of the call, the user reported doing well.prior to the incision, the sensor was palpable. The transmitter and magnet were used to localize the sensor; ultrasound was not used during the removal attempt.per review of the data management system (dms), the user has not been using the system since (B)(6) 2025 at 11:35 am.

Manufacturer narrative:
An update was received that the sensor was successfully removed on (B)(6) 2026. The difficulty with removal is a known and anticipated potential adverse effect, as described in the user guide, and does not require additional investigation. The user was doing fine after the removal.